Manufacturer narrative:
The patient expired on (B)(6) 2013. The pump will be buried with the patient as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 4 years post-implant, it was reported that the patient was being treated for pneumonia at home. The community nurse arrived for a routine visit and found the patient unresponsive. The patient was connected to his system controller and no alarms were active. The nurse contacted emergency personnel and the patient was transported to a hospital that did not specialize in vad therapy. A vad coordinator from (B)(6) hospital was dispatched to the receiving hosp. The hospital team connected the pump to a power module; however, the patient had already expired. When the pump was connected, an alarm was active and the pump "appeared to restart." The hospital team elected to stop the pump as the patient had already expired. Add'l info received indicated that when the patient was found he was connected to batteries; however, no alarms were reported. The hospital team believed that the batteries were depleted. It was also reported that the patient had lost the use of one arm due to previous stroke and since this time, the patient would normally only use batteries instead of the power module.